Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the patient alleged injury. Medical history: dysmenorrhea, uterovaginal prolapse, stress urinary incontinence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of uterovaginal prolapse, stress urinary incontinence and dysmenorrhea. Cystocele and rectocele. It was reported that after laparoscopic-assisted vaginal hysterectomy, laparoscopic/vaginal, repair of pelvic support defects, uterosacral vaginal suspension, pelvicol placement, uretex tape and cystoscopy. Anterior/posterior repair procedure where this device was implanted, the patient experienced yeast infection, vaginal itching, discharge, dyspareunia. Scant white discharge at vaginal introitus, tender on bimanual examination, possible dehiscence of vaginal cuff. Vaginitis, candidiasis, menopausal symptoms. Treatment includes diazepam, also started macrobid.

Event description:
Per operative findings, the patient has experienced blood loss.